Manufacturer narrative:
The investigation of the returned device has been completed on 2024-12-03. During the examination, it was found that the glued areas on the camera head are worn, which is also why a leak can be seen. Furthermore, the housing, the lid and the plug are worn. The most probable root cause is user error during reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device was returned for investigation.the evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there have been multiple incidents approx 5 per week of cmac video laryngoscopes failing mid intubation. They appear to be working and the light shines but the image on the screen suddenly goes dark for a variable prod of time and without any identifiable reason. Unexpected deterioration in a patient is reported, further information is requested.